Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred from a patient sample processed on the vitros 5600 integrated system. No malfunction of the vitros trop I es reagent or 5600 system was identified. The investigation into this event concludes that the root cause of the event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es results from a troponin-free patient pool sample when processed on the vitros 5600 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)